Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 07-apr-2025 and forwarded to millyard advanced medical products, llc on 08-apr-2025. The patient reported that her pump was running the previous night around 2200, but it was not running when she woke up at 1000. She reported she was having chest pain and difficulty breathing. Her remote had been lying under a heating pad since last night and would not power on. The patient restarted therapy on her backup pump and her difficulty breathing resolved, but she continued to have chest pain and went to the ER. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 07-may-2025 (report number 3016798778-2025-00053). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that remote battery low attention alarms were generated on the date of the complaint. The remote battery charge was 0% at the time of these alarms. The battery depleted at an increased rate prior to these alarms, and the remote battery temperature increased to 47°c. This is attributed to the remote reportedly being found under a heating pad. The remote battery charge depleted at an expected rate during all other deliveries. The logs also show that the pump was running without issue during this time. Delivery was stopped when the cassette was removed after 23 hours of delivery. During investigation, a test delivery was performed, and no abnormal behavior was observed. The remote was disassembled and no component damage was observed. The system met specifications and functioned as expected during investigation. No system issues were found.